Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 2015-08-12, information was received from a consumer regarding an (B)(6), female patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. In (B)(6) 2014, the patient experienced an allergic reaction to dilaudid. Each time they turned up the dose, the patient would get so sick. The patient ended up being in the hospital for 28 days due to throwing up. The physician told the patient the pump was malfunctioning, but then told her family physician that there was nothing wrong with it. The pump was then removed 3 weeks later in (B)(6) 2015 and the patient suddenly felt normal again. The patient's back then hurt terribly, but "rather that than nauseating all the time." It was also reported there was nothing wrong with the pump; it was the medication. If additional information becomes available, a follow-up report will be submitted.